Event description:
On (B)(6) 2009, the patient reported that there was condensation in the cartridge compartment of his infusion device 2-3 days ago following an insulin cartridge change. He stated that he does not attach the infusion tubing and adaptor to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. The cartridge compartment was dry at the time of the report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.